Event description:
It was reported that during an unknown procedure, the device cut but did not staple. The case was completed with another device. No patient consequence.

Manufacturer narrative:
D4, h4, 6: information anticipated, but unavailable at this time.